Event description:
The manufacturer received an allegation that when adjusting fio2 and other parameters, all values reset to their minimum, causing fio2 to drop to the 80% range. The device was replaced with the same model. The device evaluation confirmed the issue, with all settings defaulting to minimum, including when using the "+" button. The manufacturer identified this as a software issue and has requested an improvement. The issue can be temporarily resolved by resetting the device into deep sleep mode. This issue is reportable due to the potential impact on patient safety. A sudden drop in fio2 could pose risks. The device was replaced, and the manufacturer was informed. While a reset restores function, a software fix is needed for long-term resolution.